Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. Upon receipt, the trunk cable connector was cracked and the electrode belt failed a functional tested. Upon evaluation, the black pulse wire and the black (main batt) wire were open in the trunk cable connector. The cause of the messages and the test failure is the open wires. The root cause of the open wires cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged wires. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt's spouse contacted zoll customer support to report constant check belt messages. The pt was issued a replacement electrode belt.